Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n354096, implanted: 2013 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infection occurred at the spinal site. The date of onset of the infection was not known. The physician had flushed and cleaned the site twice and prescribed antibiotics. It was noted there was nothing wrong with the device and that the lead was still in place. The manufacturer representative was not aware of additional planned interventions. Additional information has been requested but was not available as of the date of this report.